Event description:
New information noted the dislodgement was discovered during an in clinic follow up. The right ventricular lead exhibited high pacing impedance as well.

Manufacturer narrative:
The reported events of lead dislodgement and high pacing impedance were not confirmed while the helix issue was confirmed. A complete lead was returned in one piece for analysis with helix retracted and clogged with dried blood. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported helix event was isolated to the helix being clogged with dried blood and overtorqued inner coil. Electrical testing found no anomalies.

Event description:
It was reported that the patient presented for implant on (B)(6) 2021. After the procedure, an x-ray showed the right ventricular lead had dislodged. The physician attempted to reposition the right ventricular lead but the helix was damaged. The physician elected to explant the right ventricular lead and replace it. The patient was in stable condition after the procedure.